Manufacturer narrative:
Additional product code: nou.

Event description:
The customer reported that the ventilator shut down and alarmed during use due to a loss of power. Review of the ventilator event log noted only one occurrence of a power loss, however it was on power on of the ventilator. Review of the log revealed that upon power on of the ventilator, it successfully passed power on self test but then alarmed, alerting the user that the ventilator was running on the internal battery. After the internal battery use alert, the ventilator again alarmed to alert the user that the internal battery was depleted, at which time there was a subsequent loss of power alarm. The ventilator was returned to the manufacturer for analysis. Evaluation of the ventilator revealed that the internal battery was depleted. The internal battery was charged and performed to specifications. The customer reported problem was caused by the device being powered via internal backup battery which depleted during operation. This event is being reported as an MDR due to the user's failure to maintain the battery, allowing the battery to deplete. Additionally, review of the ventilator event log noted a vent inop due to an air valve stuck occurrence during operation. It was not duplicated during manufacturer evaluation of the ventilator. The vent inop occurrence was not reported by the customer, and there was no patient harm reported.